Event description:
Reporter indicated a vns (B)(4) computer was freezing during the "interrogation successful" screen during a vns implant surgery. A hard reset resolved the screen freezing and the patient's vns was able to be successfully interrogated and have vns diagnostics performed. The vns computer will not be returned.